Manufacturer narrative:
Admissions referenced in the event description are reported under MFR #'s 2916596-2019-02727 ((B)(6) 2019), 2916596-2019-02719 ((B)(6) 2019), and 2916596-2019-02703 ((B)(6) 2019). Approximate age of device ¿ 4 years, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2019, patient was noted to have a drop in hemoglobin. The patient reportedly had a positive occult stool, however, no bleeding source was identified. Acetylsalicylic acid, warfarin and ticagrelor were stopped. The plan for the patient is for warfarin to be restarted in the outpatient setting. The patient discharged home with IV antibiotics on (B)(6) 2019. The patient received a total of 5 units packed red blood cells between this admission and admissions reported on (B)(6) 2019, (B)(6) 2019 and (B)(6) 2019. No further information was reported.

Manufacturer narrative:
Section d4 and h4: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported bleeding could not conclusively be established through this evaluation. Per the site, this is the only information that will be provided and no additional information will be provided. The patient remains ongoing on vad support and no further issues have been reported. The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.